Manufacturer narrative:
(B) (4)

Event description:
Procedure type: hernia. According to the reporter: during a laparoscopic bilateral umbilical hernia procedure, the pdb balloon burst inside the pt. All pieces were removed. No pt injury was reported.